Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer was treated with manual injections. Customer cannot get below 500 mg/dl value. Customer had strokes due to which she forgot to take bolus. The device will not be returned for analysis.